Event description:
I have been a type 1 diabetic for over 26 years now. I have complications from the diabetes and on disability because of the complications. I also have hypo-unawareness, which means when my blood sugar drops low, I pass out. My insurance company agreed to purchase the freestyle navigator made by abbott diabetes care. A cgms will alert me when my blood sugar starts to drop low and allow me to treat the low prior to it getting severe. I was trained on (B) (6) 2009 and started using it successfully. At the end of (B) (6), I started experiencing problems with it and on monday, (B) (6) 2010, abbott agreed to replace the receiver but they were on backorder. It has now been 8 weeks and I am still without a working navigator. The sensors for the navigator are very expensive and are date sensitive - my insurance company paid. I get six boxes at a time for a three month supply. Because I was in the first three month period when the navigator died, I have sensors left that will be expiring at the end of (B) (6). My order was setup to auto ship because my insurance has to authorize it each time and the supply company needed to process that 30 days ahead of time. When my navigator died, I was already setup to receive 6 boxes of sensors on (B) (6). At that time, I did not have reason to think that I would be sitting here 8 weeks later without a working navigator. The sensors were shipped on feb 8, 2010, and those sensors will expire in june. I am sitting on sensors that I cannot use and even if a navigator showed up today, I have over a full box of sensors that I would not be able to use. The fact that expensive sensors are most likely going to be tossed in the dumpster certainly doesn't help rising health care costs. The navigator is a medical device that people rely on and this is not some game to me. I was suffering from severe lows prior to getting the navigator and have had several very bad ones since it broke. I had a very bad low last week that I am lucky to have woken up from - my blood sugar was 13. Abbott will not tell their customers what is going on or when replacements will come, if ever. The navigator has a one year warranty and I was only able to use it for 11 weeks. Abbott has not replaced it and my insurance company has spent (B) (6) between sensors and the navigator since november, but yet I have been without a working system for 8 weeks, and I am continuing to have severe lows because of not having the navigator. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: type 1 diabetic. Hypo-unaware.